Manufacturer narrative:
Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Device was cleaned with betadine solution and re-implanted. Concomitant medical product: oss tibial poly bearing cat#:150410, lot#:701360. Oss segmental femoral cat#:150355, lot#: 919810. Oss poly tibial bushing cat#: 150368, lot#: 691040. Oss poly femoral bushings cat#: 150477, lot#: 067100. Oss poly lock pin cat#: 150478, lot#: 446190. Oss axle cat#: 150480, lot#: 146210. Oss reinforced yoke cat#: 150493, lot#: 918850. Oss ellip diaphyseal seg cat#: 150461, lot#: 755520. Oss non-mod tib plate long 63 cat#: 150419, lot#: 612080. Oss tib blk aug 10x63/67 univ cat#: 150426, lot#: 896800. Oss tib blk aug 10x63/67 univ cat#: 150426, lot#: 015450. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.0001825034 - 2017 -1164, 0001825034-2017-02326, 0001825034-2017-02326-1, 0001825034-2017-02326-2, 0001825034 -2017 -1168. Remains implanted.

Event description:
It was reported that the patient was revised eight years after initial knee surgery due to tibial bearing fracture. The metallosis was found on the trunnion of the femoral stem. The metallosis was cleaned off of the stem and re-implanted along with the distal femoral component after being soaked in betadine solution.